Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
A ventilator was reported failing pressure transducer test in pre-use checks. Our field service engineer investigated the ventilator on site and found issues in a pressure transducer. The failing pressure transducer printed circuit board (pcb) were returned for investigation. Also pictures of the log on the ventilator screen was provided. The failure was confirmed in received device logs, and event was dated to (B)(6)2021. Imbalance was found in a resistor bridge on the pcb. It was then mounted in a reference ventilator for simulated use testing and zero-pressure voltage was out of specification. Visual inspection showed that the pressure sensor and other parts of the pcb were dirty. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Our conclusion is that the reported problem was caused by imbalance in the resistor bridge on the pressure transducer pc board. The cause of the imbalance has not been determined.